Event description:
It was reported the device was at eri and during routine replacement externalized conductors were found via x-ray. The lead was capped and replaced. The patients condition was normal.